Event description:
It was reported while using bd luer-lok¿ syringe pharmacy convenience tray foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: we sometimes we found cardboard pieces, black particles, fibers like threads, blank syringes, b plungers inside and etc.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 9610847-2023-00106 was sent in error. (Foreign matter visible on outside of product / non-invasive components.) Is not considered to be a reportable malfunction. MFR#: 9610847-2023-00106 is void as a result.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd luer-lok¿ syringe pharmacy convenience tray foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: we sometimes we found cardboard pieces, black particles, fibers like threads, blank syringes, b plungers inside and etc.